Manufacturer narrative:
Product analysis: analysis could not confirm that the interrogate-auto-identify was not working. However, analysis was able to confirm that the keyboard was loose. The left keyboard hinge was broken. Analysis also noted that the stylus tip was broken. All found d efective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was intermittently unable to interrogate-auto-identify and the keyboard was loose. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.